Event description:
A customer in the united states notified biomerieux of bottle contamination associated with bact/alert® fa plus bottle (reference 410851). The customer reported that they isolated a dietzia from three (3) bottles that were drawn from three (3) different locations within the hospital, and suspected contamination. These were all drawn in bact/alert® fa plus bottles. Patient 2: a synovial fluid sample was collected on (B)(6) 2018. The bottle flagged positive, and was gram stained. The gram stain result was positive for cocci and after the second day the sensor was bright, pumpkin orange. This result was reported to the doctor, who questioned the result and requested further testing. The additional testing identified dietzia. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
On (B)(6)2018 biomérieux received the following questions from FDA: FDA question 1: were the three different patients in three different locations cultured using the same bottle lot number in which the dietzia was discovered? Biomérieux answer 1: correct, there were three (3) different patients in three (3) different locations cultured using the same bottle lot number in which the dietzia was discovered. FDA question 2: have the dietzia isolates been speciated? Biomérieux answer 2: we have made several attempts to collect this information and we have not received further information to date from the customer. We requested this information on (B)(6) 2018, (B)(6)2018, and (B)(6)2018. FDA question 3: has it been determined if the dietzia in the bottle is a production contaminant or is it being introduced due to poor laboratory technique (e.g. During the blood draw)? Biomérieux answer 3: we are not aware of any production contaminants. During the course of the biomérieux investigation, there were no issues identified to suspect contamination was introduced in the bottles during the production process of bact/alert® fa plus lot 4050258 bottles. An internal biomérieux investigation was performed with results as follows: biomérieux was notified of suspected inoculated bottle contamination associated with bact/alert® fa plus bottle (reference (B)(4) lot 4050258 as dietzia was identified from three (3) bottles that were drawn from three (3) different locations within the hospital. During the course of the biomérieux investigation, there were no issues identified to suspect contamination was introduced in the bottles during the production process of bact/alert® fa plus lot 4050258 bottles. A historical review customer complaint data found no other similar contamination complaints associated with bact/alert fa plus® (p/n 4108521) lot 4050258 bottles and no other complaints for dietzia contamination across all bottle types over the past year . The customer has not provided biomérieux follow up information on their investigation regarding the sample techniques for blood collection as potential sources of contamination. The biomérieux investigation has determined that the bottle contamination most likely occurred at the hospital.